Event description:
Rn in home health care setting needed to add insulin to tpn. Confused insulin syringe markings vs tb syringes and measured to "10" on syringe (on the minims side). This resulted in pt receiving 60 units of insulin vs 10 units ordered. Rn came to pharmacy to compare syringes due to confusion of markings on tb syringes. Rptr recommends removal of all "minim" markings from syringes. There is no clinical relevance or current use of these calibrations.